Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, there was no impact to customer's blood glucose level. During system check with tandem tech support, the customer observed that the cartridge was cracked.